Manufacturer narrative:
H6: visual examination of the poly insert shows no deformation in the dove tail region to indicate that the insert was mal-aligned during insertion. There are a few gauge marks and the lock detail is damaged, which are consistent with removal during the revision surgery. Visual examination the porous surface of the talar dome and tibial tray/stem does exhibit a few areas of apparent bone attachment. There are some heavier scratches/dings on these devices that are consistent with removal. Four radiographic images were provided that shows infinity devices in-situ. Review of the images does appear to show the tibial tray has subsided towards the talar dome.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 3360025, lot # 1617966; part # 33650015, lot # 1633189; and part # 33655506, lot #1607693. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. The patient underwent a revision surgery due to patient discomfort and possibly an infection.